Event description:
On (B)(6) 2011, pt reported the infusion device was working okay up until the past few weeks. Pt stated she noticed the up button was not responding all of the time when attempting to program a bolus. Pt reported the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.